Manufacturer narrative:
Continuation of d10: product ID 3093-28 lot# v261764. Implanted: (B)(6) 2009. Explanted: (B)(6) 2021. Product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3093-28, serial/lot #: (B)(6), ubd: 26-may-2013, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that they said sometime while they had their implant they had before they got their current implant, they had to have an emergency appendectomy and they and their spouse had told the doctor performing the appendectomy at the time they could not have any cauterization but the doctor did it anyway and they broke a wire as a result. The patient said they had shocks going down their leg for a week afterwards. Patient could not remember the date of the event but stated it had happened before the date they'd gotten their current implant. They said they thought at that time they had a revision to replace the lead wire and that every time they'd gotten another implant, it had been due to normal battery depletion. Patient said they'd had the implant for nearly 17 years and that they loved their managing hcp and would never leave them and that they would fly to them each time they needed to see them.